Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the date of event (29-oct-2025) is considered to be a best estimate. This emdr represents the bd 3dmax (device 2). An additional supplemental emdr was submitted to represent the bd 3dmax (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2004 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax (device 1 and 2). Per op notes, ¿a large direct hernia sac was noted on left inguinal region and reduced. Cord lipoma was excised. A 3dmax (device 1) was placed and sutured. A direct hernia sac was noted and reduced. A 3dmax (device 2) was placed and sutured.¿ (B)(6) 2019 ¿ patient had pain and dysuria (B)(6) 2019 ¿ patient had pulling fibrosis of the tissue that grew into mesh attorney alleges patient had nerve damage, adhesions, pain and mesh shrinkage. It also alleged that patient had inflammation, cramping and discomfort.